Manufacturer narrative:
The device was received above elective replacement indicator (eri). Electrical testing found normal device characteristics. Analysis found the setscrew inset was stripped. This indicates the wrench was inserted incorrectly causing the stripping of the inset, making the setscrew difficult to loosen. No anomalies were found with the device to cause the stripping of the setscrew. The problem is related to the user¿s use of the wrench. The reported complaint unable to loosen setscrew was confirmed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the set screw of the device was unable to be loosened. The device was explanted and replaced to resolve the event and the patient was in stable condition.